Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the power supply failed. The user observed the error message "unable to charge battery, battery capacity may be diminished". The user stated the yellow warning light was also illuminated. The heart lung console was used for the procedure. The user reported, the surgical procedure was completed successfully. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.